Event description:
It was reported that catheter entrapment on the guidewire occurred. A 1.25mm rotapro and a rotawire were selected for an atherectomy procedure in the left anterior descending artery (lad). During the procedure, difficulty occurred introducing the guidewire into the burr. Upon removal, the burr catheter became stuck on the guidewire. The catheter and the guidewire were removed together as one system from the patient. The burr was disconnected from the advancer and it was noted that the shaft of the rotapro was twisted. The procedure was completed with another burr and guidewire. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of a rotapro burr catheter. The advancer unit was not returned. The rotawire was not received. The handshake connection, sheath, coil, burr and annulus were visually and microscopically examined. The coil is stretched and kinked at the handshake connection. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted into the annulus and advanced through the device, but it would not pass the coil damage at the handshake connection. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment on the guidewire occurred. A 1.25mm rotapro and a rotawire were selected for an atherectomy procedure in the left anterior descending artery (lad). During the procedure, difficulty occurred introducing the guidewire into the burr. Upon removal, the burr catheter became stuck on the guidewire. The catheter and the guidewire were removed together as one system from the patient. The burr was disconnected from the advancer and it was noted that the shaft of the rotapro was twisted. The procedure was completed with another burr and guidewire. There were no patient complications reported.